Manufacturer narrative:
A synergy xd mr ous 3.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found stent damaged noted with struts lifted mid stent. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent od (outer diameter) was measured, and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 26-may-2022. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. Following pre-dilatation, a 3.50 x 24mm synergy xd drug-eluting stent was advanced for treatment, but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. The patient status was stable. However, returned device analysis revealed stent damage.